Event description:
It was reported that a caretaker observed frequent hypoglycemia during the day and night, including a blood glucose value of 64 mg/dl, and indicated the patient had made multiple meal announcements in quick succession, which preceded low readings; the patient consumed a banana and additional carbohydrates to treat the low. Symptoms included hypoglycemia. Outcomes included troubleshooting and education, with guidance provided not to make multiple meal announcements and to follow healthcare provider recommendations. Investigation included a review of use patterns and user-reported behavior. Investigation of this case revealed that incorrect use related to multiple meal announcements was a likely contributor to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.